Manufacturer narrative:
The incident date stated is best estimation. This incident from (B)(4) hospital concerns measurements from two patients. The incident of the other patient is reported in MDR 3002807968-2019-00037.

Event description:
Following replacement of ph/bh module on an abl800 analyzer, a customer reported abnormal patient results following service work. I-stat results: na = 140mmol/l k = 5.3 mmol/l ica = 1.26 mmol/l. Abl results: na = 162 mmol/l k = 5.6 mmol/l cl = 107 mmol/l ica =1.87 mmol/l. After the customer replaced the reference membrane, calibrated the analyzer and performed qcs, over time issue was resolved. Patient result comparison after qc were fine.

Manufacturer narrative:
Based on the investigation performed, the root cause could not be determined. A root cause hypothesis could be a clot based on observation of error code 476 (measurement unstable) at the ph electrode. However, this has not been possible to confirm and the root cause remains unknown.

Manufacturer narrative:
The codes has been updated under method and results.